Event description:
It was reported that pump experienced charging issues, including stopping charging unexpectedly and needing cord adjustment to resume charging. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up from technical support, so no troubleshooting was completed and no additional information about outcome or further actions was obtained.